Event description:
A malfunction alarm, identified as malf 12, was reported but no notable events occurred prior to the issue. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in resetting the pump, but the malfunction reoccurred, leading to the decision to replace the pump. The customer was informed about using multiple daily injections as backup therapy and instructions were provided for pump storage mode and returning the faulty pump within ten days.